Event description:
It was reported that pump displayed only backlight with no visible graphics, which affected ability to read screen and interact with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.